Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height main drawer 2.2 not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 6 drawer. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 23apr2021 to the current date and confirmed that there were no production failures which correlated to the customer reported issue. The reported issue was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported that hh main drawer 2.2 not detected on the bus. Removed back panel and controller board bus light is flashing. Reseated all connections to controller board. No obstructing material was found. Fse inspected bus wire connection for cut marks and found a small cut mark. Dchu visual inspection p/n 120547-01: assy cbl pyxibus 6 drawer was received with thermal damage and exposed copper strands. Dchu laboratory testing p/n 120547-01: assy cbl pyxibus 6 drawer further testing was not required due to thermal damage and exposed copper strands observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).